Event description:
This rv lead was implanted on (B)(6) 2003 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that this lead exhibited some non-cardiac noise. Impedance changes from day to day, going from 900s to 400s ohms. Technical services advised that this is non-physiologic noise with highly variable impedance, so could be insulation fraying. Physician plans on revising the lead. The physician was dr. (B)(6) at (B)(6) clinic in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).